Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site. The pneumatic interface module (pim) was replaced by the getinge service territory manager (stm) due to the failed leak test. After replacement, the stm performed three manifold leak tests without any failures. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the iabp failed the pneumatic interface module (pim) leak test.. Since the event occurred during pm, there was no patient involvement and no adverse event was reported.